Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that during the night of (B) (6) 2010, his blood glucose measured 400 mg/dl. He removed the infusion site and found the cannula was bent. The headset had been in place for 6-7 hours at the time of the event. He changed the infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 100-150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.